Event description:
This spontaneous case, reported by a consumer, concerns a caucasian male pt of unk age. The pt's medical history was not reported. Concomitant medication included long-active insulin for an unk indication. The pt received insulin lispro (humalog) dose unk, daily, subcutaneously via a long active insulin pen for the treatment of diabetes mellitus beginning on an unk date. On an unk date, time to onset unk, the pt was inattentive for a second and experienced a medication error by using a humapen memoir instead of long active insulin pen; and was hospitalized. The pt admitted to making the mistake and suggested it would have been easier if the pens were different colours (e.g. Yellow and burgundy). It was unk if the pt received corrective treatment. It was unk if the pt was discharged from hospital. At the time of reporting, the pt had recovered. The action taken with insulin lispro was unk. No further follow up is expected. The operator of the device was the pt but was unk if the pt was trained. If was unk how long the pt had used the device and it was unk if the device would be returned to the manufacturer. It was unk if the device was continued.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.